Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Device data confirms hypoglycemia on the reported event date. Based on case notes and device data, the ilet operated as intended. The event was reviewed with the clinical study medical monitor and site investigator, and no causative factors were identified. The glucose target was raised, and the participant was counseled on the use of the ilet and hypoglycemia treatment.

Event description:
On (B)(6) 2025, a clinical study participant wearing the ilet experienced a hypoglycemic event that required assistance to treat. The user reported feeling confused, like they couldn't stand up, and like they were going to fall. The user's mother assisted with treatment. The hypoglycemic event was treated with oral carbohydrates (grape juice, oyster crackers, peanut butter). The user reported they had not eaten for approximately 10-11 hours prior to the event, and there were no changes in their routine other than they were at work that morning.